Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description 01/18/2019 07:55:41 rwhite case cose complete case turn over to cad.... 8100 unit serial # (B)(4) resolve case for customer by explain what the error on 8100 unit needs to replace the pressure senor unit the top sensor and can replace both want hurt 2019-002155 284660 nieves garcia spec 1, complaint mgmt complaint management nieves.garcia@bd.com 10020 pacific mesa blvd, san diego, california 92121 ____________________ problem description 01/17/2019 07:31:35 rwhite 8100 unit serial # (B)(4) customer called in for help on 8100 unit has error " flow block rate accuracy" when running the pm test on unit aboard the test run calibration to try and fix the issue. If calibration test fail nees to replace pressure sensor the top but you can replace both want hurt but up to you.